Manufacturer narrative:
(Solution spill).

Event description:
The customer reported a leak of cidex opa from a scope washer. The customer did not know how much had leaked out from the unit. There were no reports of physical complaints.